Manufacturer narrative:
Serial number was now given.

Event description:
See initial report.

Event description:
See initial.

Manufacturer narrative:
The event has been re-evaluated as not reportable. The higher sensitivity of the sensor could cause false alarm, without any risk for the patient. Moreover, this can always be identified prior to patient use.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the s3 bubble detector. The incident occurred in (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the sensitivity of a s3 bubble detector became unstable and error message occurred. There was no report of patient injury.